Manufacturer narrative:
The reported event of vanco programmed on incorrect pump file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that a pump module spontaneous powered on and programmed an infusion of vancomycin. There was no staff or clinician interacting with the system at the time. There was no report of patient involvement. Investigation by the customer determined a duplicate bar code and serial number was in epic and the infusion was programmed for a different patient.